Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gave sporadic no delivery alarm which seemed to be happening more often, some of the buttons seemed to be sticking as well when tries to navigate and had a motor error as well. The customer's blood glucose level was unknown. The customer declined troubleshooting. The insulin pump will not be returned for analysis.